Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of over 400 mg/dl. The customer¿s blood glucose level was 299 mg/dl at the time of the incident. The customer¿s symptoms were not noted, and the customer was treated by using the insulin pump. Customer not her blood glucose started around 158 mg/dl and has gradually increased over several hours. It was noted infusion set does not have leaks, nor is the insulin cloudy. During troubleshooting, the customer changed the entire set, and was able to complete a reservoir fill. Customer was advised her insulin pump was working fine. Nothing was returned or shipped.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.